Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was noted to have swollen and discoloration in arm with medications running thru it. Meds were stopped and line was pulled. After they pulled the line, they saw a substantial hole in the catheter. There may be a clot as well in the lumen but after being out of the patient for days, we can not know that for sure.

Manufacturer narrative:
No device was returned for evaluation. Photographs provided confirm a burst lumen. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation showed the device was manufactured according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as the last step in the process. This leak test would have detected any holes, leaks, or weak spots in the catheter if it had existed at the time of manufacture. Without an evaluation of the device the complaint cannot be confirmed and a root cause cannot be determined. The instructions for use (IFU) contains the following warnings: do not use infusion equipment which can exceed the working pressure of 1.0bar max/750mmhg (14.5 psi). Only use infusion equipment complying with standards, which do not exceed a shut-off pressure of 1.0bar. Bolus injections should be slow and must not exceed the maximum bolus pressure if resistance is encountered to aspirating or flushing, the lumen may be partially or completely occluded. Warning: do not flush against resistance. If the lumen will neither aspirate nor flush, and it has been determined that the catheter is occluded with blood, follow institutional declotting procedure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.